Event description:
The customer reported the hd 3cmos autoclavable camera head is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to a laparoscopic colectomy operation. The same device was used to complete the operation.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor image occurred temporarily due to partial disconnection of the cable. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor field performance for this device.